Event description:
This ra lead was implanted on (B)(6) 1994, and explanted on (B)(6) 2006, for an unknown elective replacement. The procedure took place at (B)(6), with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).